Manufacturer narrative:
(B)(6). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of the failure to be a disconnection of a cable mounted plug connector, p22, from the energy transfer relay to the therapy pcb assembly. The plug was reconnected and proper device operation observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
During a routine testing, the customer reported that the device would not defibrillate thru the therapy cable or paddles. There was not pt use associated with the event.